Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pump was returned to animas due to loss of prime alarms. The pump was evaluated and the force sensor pins were found to be partially dislodged. The report is being made based on the evaluation results.